Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced two leaking cartridges due to accidental overfilling, which resulted in elevated blood glucose levels for approximately eight hours. The patient corrected their blood glucose by properly filling a third cartridge and reported that cartridge usage improved, lasting two days instead of one. The patient indicated that they are now filling cartridges to the correct volume of 1.8 ml. Lot numbers for the affected cartridges were not available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.